Event description:
It was reported that during implant attempt of two different new right ventricular (rv) tachy leads, it was difficult to get the leads into position with adequate sensing due to tortuous anatomy. The doctor then attempted an rv pacing lead which was implanted. After attaching the leads to the old device, oversensing/noise was noted. The device was replaced but oversensing/noise continued so a new device was implanted. The oversensing/noise still continued, so the new rv pacing lead was repositioned far away from the tip of the old rv tachy lead, as it was believed there was "chatter" between the two rv leads. The oversensing/noise was resolved and the new rv pacing lead remains in use. The patient experienced skin erosion requiring skin repair and pocket revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found.